Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an error message. The transducer was returned, and an investigation was performed. The error message was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was put under anesthesia to undergo a transesophageal echocardiography (tee) procedure. During the procedure, the transducer prompted a usacquisitionhw_31 error. The doctor removed the transducer and rebooted the system to restore functionality. A new transducer was reinserted into the patient to continue and complete the procedure. There was a short delay in completing the tee while the replacement transducer was obtained. There was no patient adverse event reported. No additional information was provided.